Event description:
The end user alleges they fell asleep in the unit. The unit ran against the door frame because their hand was slightly on the joystick. The unit was running for approx two and a half hours while they were still asleep. When they woke up they sustained a second degree burn on their right leg they allege was caused by leaning on the joystick cable.